Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03988. The investigation is ongoing.

Event description:
As reported by our austrian affiliates, during implant of a 29mm sapien 3 valve in aortic position, due to the tortuosity in the femoral tract, it was difficult to align the valve on the center of the balloon, so at the moment of valve deployment, the valve did not expand symmetrically, and the valve slipped off the balloon. The embolized valve was able to be positioned in the descending aorta and was left implanted there. Due to the heavy resistance when inflating the 29mm valve due to the patient's heavy calcification, a 26mm sapien 3 ultra valve was chosen and implanted successfully.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a no product investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A procedural video was provided and the following was observed: crimped valve was not within the valve alignment markers prior to valve deployment and the partially expanded valve was pushed toward aorta during balloon catheter inflation, resulting in asymmetrical valve expansion. As reported, 'the valve alignment was not possible in a straight section of the aorta due to the tortuosity in the femoral tract. Many attempts were made to align to push and pull the valve on the delivery system balloon but it was difficult to align the valve on the center of the balloon. At the moment of valve deployment, the valve did not expand symmetrically and the valve slipped of the balloon. The inflation time was not prolonged. The embolized valve could be positioned in the descendent aorta and was left implanted there'. Per training manual, 'before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker'. Per imaging evaluation (figure 1), the crimped valve was not within valve alignment markers prior to valve deployment, so the valve was push toward aorta during deployment/ balloon catheter inflation, resulting in valve embolization into aorta. As such, available information suggests that procedural factors (improper valve alignment prior to valve deployment) may have contributed to the complaint event. In this case, the complaint for thv embolized into aorta was confirmed based on the imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of IFU/training materials revealed no deficiencies. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.